Event description:
The patient reported that they went to touch their back the night prior to the report, and felt like they got electrocuted. The patient stated that their legs were tingling. They noted the shocking sensation lasted a long time, but then they used their programmer to reduce sensations and got it under control. The patient mentioned that they had lost a lot of weight and has been in the hospital for copd, but noted those issues were not related to the device. The patient wanted to follow up with their healthcare provider. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.